Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located near in an anastomosis shunt in a moderately tortuous and severely calcified vessel. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured in the middle part. The device was removed without any problem and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).